Event description:
B#5 approximately one week following the occurrence, a hospital o.r. Supervisor became aware that a pt received a mild laceration to the urethra during an unknown procedure. According to the attending physician, the laceration was insignificant and did not affect the outcome of the procedure. According to the o.r. Supervisor, the laceration occurred as the physician attempted to retract the instrument from the pt's urethra. At the time that the physician mentioned that the laceration had occurred, he stated that the laceration was a minor problem in relation to the pre-existing frail condition of the pt.